Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) was not performing as indented as the right cylinder was not inflating completely and the pump was not working properly. A revision surgery was performed, during which no pump issues were noted; however, the device did not inflate and a total loss of fluid from the reservoir was identified. The fluid loss was identified while attempting to aspirate the content of the reservoir. Cylinders and pump were removed, and upon explant, a micro puncture in the connecting tube between right cylinder and pump was found. The existing reservoir was filled with saline, and new cylinders and pump were implanted. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that the first cylinder had a hole in the outer tube from kink resistant tubing (krt) wear in the middle of the cylinder. The first cylinder had wear at fold in the proximal end and middle of the cylinder. The second cylinder had wear at fold in the proximal end and middle of the cylinder. The second cylinder krt had a hole from wear. Leakage test revealed that the second cylinder krt leaked due to fatigue. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that contamination (bodily fluid) was found within the pump. To avoid damaging the test equipment, the pump was not functionally tested. Based on the information available and analysis results, the reason for the inflation issue, mechanical issue, and the tubing hole/perforation were most likely determined to be the hole/leak in the cylinder krt from the functional test performed; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient stated this inflatable penile prosthesis (ipp) was not performing as indented as the right cylinder was not inflating completely and the pump was not working properly. A revision surgery was performed, during which no pump issues were noted; however, the device did not inflate and a total loss of fluid from the reservoir was identified. The fluid loss was identified while attempting to aspirate the content of the reservoir. Cylinders and pump were removed, and upon explant, a micro puncture in the connecting tube between right cylinder and pump was found. The existing reservoir was filled with saline, and new cylinders and pump were implanted. There were no patient complications reported.